Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a white crystalized foreign material was found in the water channel. Although the material could not be conclusively identified, it is likely infacol (simethicone). The cause for the material remaining in the device could not be specified. An attempt was made to obtain additional information regarding the user's reprocessing methods and device handling. The following information was provided; the user inspects the device for abnormalities prior to use, the user follows reprocessing steps in accordance with the instructions for use (IFU), it is unknown if there was any delay in precleaning after the procedure but the customer thinks not, and it is believed that the customer flushed water and air into the air/water channel by using an air/water channel cleaning adapter (mh-948) or other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass adhesive was worn, the outlet pipe had blockage, the distal end adhesive was stained, the control body aspiration housing was worn, the control body air/water housing was worn, the pin unit was corroded, the air channel had blockage, the water removal was out of specifications, and the water channel had blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had blocked channels. Inspection found contamination in the water channel. The issue was found during maintenance. There were no reports of patient harm.